Manufacturer narrative:
This supplemental report is being submitted to cross reference associated MFR. Report numbers and provide additional information. On may 23, 2016 olympus received medwatch forms (B)(4) which reported that two patients underwent endoscopic retrograde cholangiopancreatography (ercp) procedures using duodenovideoscope (tjf-q180v/sn. (B)(4)) and allegedly developed carbapenem-resistant klebsiella (crk). It was reported that one of the patients had expired. On may 27, 2016 olympus received medwatch forms (B)(4) which reported that six patients underwent endoscopic retrograde cholangiopancreatography (ercp) procedures using duodenovideoscope (tjf-q180v/sn. (B)(4)) and allegedly developed carbapenem-resistant klebsiella pneumonia. The reporting facility indicates that they are supplementing a report to provide additional information for the six patients; however, we can't determine, based on previous information, whether or not we submitted these reports; therefore, olympus has submitted these as initial reports. In the same eight medwatch reports the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiella pneumonia. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenovideoscope approximately within a three month period. These were reported as mdrs previously. Based on the information received, olympus submitted eight initial mdrs to account for the reported events. Please cross reference MFR. Report numbers: 2951238-2016-00501, 2951238-2016-00502, 2951238-2016-00503, 2951238-2016-00504, 2951238-2016-00505, 2951238-2016-00506, 2951238-2016-00514 and 2951238 - 2016 ¿ 00515 please also cross reference remaining MFR. Report numbers: 2951238-2015-00064, 2951238-2015-00065, 2951238-2015-00066, 2951238-2015-00067, 2951238-2015-00068, 2951238-2015-00069, 2951238-2015-00070, 2951238 - 2016 - 00431, 2951238-2016-00434, 2951238-2016-00436, 2951238-2016-00437, 2951238 - 2016 - 00439, 2951238-2016-00440, 2951238-2016-00441 and 2951238-2016-00443.

Manufacturer narrative:
The devices referenced in this report were not returned to olympus for evaluation or service at this time. Olympus followed up with the user facility to obtain additional information regarding the reported events by telephone and in writing but with no result.

Event description:
Olympus received a clinical article titled ¿risk factors associated with the transmission of carbapenem-resistant enterobacteriaceae via contaminated duodenoscopes.¿ the article reported that a retrospective single-center case control study was performed in which all patients who underwent an ercp with either one or two duodenoscopes were evaluated. The clinical article reports that between october 3, 2014, and january 26, 2015, a total of 125 procedures were performed on 115 patients and a total of 15 patients became actively infected or colonized with (cre). The authors report of the fifteen reported patient infections, eight were actively infected and seven were colonized with cre. The patients were medically treated with antibiotics. The article mentioned there were two tjf-q180v duodenoscopes involved however no specific serial numbers were provided. The clinical article reports the two duodenoscopes were immediately taken out of service when the outbreak was identified on (B)(6) 2015 as part of their evaluation to determine possible sources of contamination. According to the authors, review of the reprocessing procedure was performed, and the duodenoscopes were deemed to have been cleaned and disinfected according to manufacturer¿s guidelines. Specimens from the elevator tip and inner channel from the two duodenoscopes were collected and cultured for the presence of cre. All cultures were negative for any bacterial growth. The user facility is reported to utilize a custom ultrasonics aer and gas sterilization with ethylene oxide after standard high-level disinfection for all endoscopes with an elevator channel. Originally on january 28, 2015 olympus was informed that there were seven patients that developed infections after undergoing an ercp. On april 28, 2016 olympus received a medwatch report which indicated that a total of eight patients were infected. This eighth patient is an additional infection that reportedly occurred during the referenced case study. These were reported as mdrs previously. Based on the new information received, olympus is submitting seven initial mdrs to account for the seven patients reportedly colonized with cre (defined in the article as asymptomatic with positive cre culture). This accounts for the article¿s total of 15 patients (eight infections and seven colonized. The eight original reports will be supplemented. This is report 11 of 15.